Event description:
Customer reported that the t: slim x2 pump battery would not charge, requiring them to hold the cable in a specific position to do so. There was no adverse impact on the customer¿s blood glucose level. After various unsuccessful attempts to resolve the issue, including using different wall adapters and charging cables, tandem technical support decided to replace the pump. The customer was instructed on using a backup therapy (mdi) to ensure insulin delivery was not interrupted and was informed about returning the problematic pump and the steps for setting up the replacement pump.